Event description:
It was reported that the patient presented in clinic for a device follow-up. Device interrogation indicated that the right ventricular (rv) lead exhibited loss of capture. Chest x-ray confirmed that the rv lead was dislodged. During the lead revision procedure on 06 may 2026, the pacemaker set screw popped out and an epoxy portion of the pacemaker header became detached. The rv lead was successfully repositioned, and the pacemaker was explanted and replaced. The patient was in stable condition.